Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was 4.7 mmol/l at the time of call. It was also reported that the insulin pump that blood glucose was high and customer wasn't feeling well. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device communicated properly with test guardian link transmitter. No unexpected low suspend and resume alarm noted during testing. Device was received with normal operating currents. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing. Device passed the delivery accuracy test.